Manufacturer narrative:
The device was discarded and is not available for return. Therefore, an evaluation of the device performance was not possible. The instructions for use that accompanies strata valves instructs the user to check the pressure setting before an after MRI exposure. The IFU also warns that shunt obstruction could result from blockage from tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that the valve was occluded and was explanted.